Manufacturer narrative:
Expiration date: 04/2021; manufacture date: 04/2016. Based on the available information, this event is deemed to be a reportable malfunction; no patient involvement occurred. No sample was received from the customer although a discrepancy was confirmed via received photo and record review. It was observed that the expiration date on the shelf box top label was printed as 2120-04-01 rather than 2021-04-01. A total of (B)(4) work orders with the same lot number were printed on the same day, aside from the affected lot (622255r001) all other lots were printed with the correct expiration date. A non-conformance has been opened to address this issue and to prevent future recurrences. This complaint will remain open until the investigation is complete and the issue will be monitored through the post market product monitoring review process. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported and depicted via photo an expiration date error on the label of a shelf box top containing sterile, individual devices. The incorrect expiry date read 2120-04-01. No further information was provided.